Manufacturer narrative:
The customer cancelled the service call. No conclusion can be drawn as repair information was not reported.

Event description:
It was reported that the system displayed an "ma or in error" message. This error may cause the system to shutdown un-commanded. There is no report of injury or death associated with the event described in this complaint.